Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion after explant. (B)(4).

Event description:
It was reported that implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) with unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.